Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that pt. Had milrinone and epinephrine running through red lumen on ladlpicc. Pts o2 started to decreased below goal and r. Flank nirs was 40. Provider notified after this rn increased o2 requirements with no changes in pts. Vs. Rn looked at IV tubing and noticed that the micro-filters seemed to be leaking. This rn called resource and saq, and provider came to bedside. Micro-filters were removed, and new ones were placed.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there is a leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10011865 lot number 24029420 was performed. The search showed that a total of 14103 units in 1 lot number was built on 20feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.